Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a st segment elevation and medication was required. During a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st segment elevation for approximately 6 minutes after 11 ablations had been performed. Glycopirolate was administered and the patient recovered, so the procedure was completed with no further complications after 56 total ablations. The catheter is not expected to be returned as it was discarded.